Event description:
Evaluation summary: the first spring was pre-deployed. The slider was retracted approximately 1.5cm. The tip was approximately 1.5cm extended. During evaluation, the handle was rotated to deploy the stent graft and it was noted that the stent graft was not deploying and was moving with the graft cover. The stent graft started to deploy after retracting the slider 2-3cm and completely deployed normal. The delay in deployment was likely due to the stent graft compressing in the region of the stent stop. This compression may have been caused by the stent graft slightly embedding into the graft cover over time, causing higher deployment forces. In addition to embedding, the distance between the stent stop cup and distal end of the graft cover may have been a factor. Slack in the system combined with the stent graft moving into the stent stop cup can cause a delay in deployment. However, the root cause can not be confirmed since the delivery system was returned partially deployed, therefore, the original alignment cannot be determined.

Manufacturer narrative:
Evaluation, method: (film evaluation). Evaluation, results: inherent risk of procedure (deployment failure); patient's condition affected effectiveness of device (severely calcified iliacs). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (severely calcified iliacs).

Event description:
An endurant bifurcated stent graft system was inserted into a patient for the endovascular treatment of a 7.9 cm in diameter abdominal aortic aneurysm. Aortic neck was 23-30 mm in diameter and 13 mm long. Distal aorta was 31 mm in diameter. The right common iliac was 10-14 mm in diameter, and the left common iliac was 8-18 mm in diameter. Femoral arteries were 8 mm in diameter. Vessel tortuosity was moderate with severe calcification. It was reported that an endurant bifurcated stent graft and contralateral limb were implanted successfully. During deployment of the extension (on the contra-lateral side), the stent graft could not be deployed; the nose cone moved forward, but, as the sheath/graft cover did not come downwards, the limb did not deploy. The entire delivery system was removed and then two other extensions were placed without issues. No additional clinical sequelae were reported, and the patient is fine. A review of returned films pre-implant show severely calcified iliacs. The iliacs are tortuous, more so on the right side.